Event description:
It was reported that the size 7 broach is damaged & neck trials will not fit on it. A replacement needs to be send. No delay. No complications. All broken pieces retrieved. No additional information available.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary it was reported that the size 7 broach is damaged & neck trials will not fit on it. A replacement needs to be send. No delay. No complications. All broken pieces retrieved. No additional information available. The product was returned to j&j medtech orthopedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The device exhibits signs of normal use. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed using a sample broach handle and it was revealed the returned broach was able to assemble successfully. The complaint condition was not replicated. The overall complaint was not confirmed as the observed condition of the emsys fem broach size 7 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.